Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a shaft kink 29cm and 25.4cm proximal from the tip. The shaft was stretched down 3.2cm starting at 11.3cm distal from the strain relief and for 2.4cm starting at 16.4cm distal from the strain relief. There was shaft damage 10.5cm from the tip. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole on the shaft 19.7cm distal from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 02-aug-2019. It was reported that inflation failure occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified brachial vein. A 3.0mm x 40mm x 135cm (4f) sterling balloon catheter was advanced for dilatation. However, upon inflation, the balloon failed to inflate. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed a pinhole on the shaft.